Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 during the day for a high blood glucose level of 500 mg/dl and diabetic ketoacidosis. The customer stated that they were hospitalized once before in 2012. The customer stated that their pump would alarm a lot and just shut off. The customer was treated at the hospital with food. No further information was provided.